Event description:
During an ercp for common bile duct stone removal, the physician used a cook memory soft wire basket. It was reported that during lithotripsy the basket broke from the middle, and was later replaced with another basket msb-3x6 to complete the crushing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Both photos provided show the device pouch with a label from the lot provided and the complaint device. It can be seen that the drive wire has broken and the handle is not present. Our evaluation of the product said to be involved confirmed the report. The return included the basket assembly in 2 segments; however, the handle and some segments of the drive wire were not returned. The distal segment, including the basket measured approximately 87.0 cm distal to the proximal end of the basket. The basket has been deformed though the wires are not broken, likely due to the forces applied during lithotripsy, and the drive wire was kinked throughout the distal end. A dark substance was present on the distal end of the basket. Under magnification it appears the fracture is not smooth, indicating an application of significant force. The proximal portion of the drive wire returned only comprised of 2 braided wires. The length of this segment measured approximately 111.6 cm. Under magnification it appears the fracture is smooth at both ends, indicating this segment was likely cut. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation completion: our evaluation of the returned device confirmed the report of drive wire breakage indicative of breakage during lithotripsy. Mechanical lithotripsy applies a high force to the basket wires and the stone. If the stone requires a force to fracture that exceeds the tensile strength of the basket wires, breakage will occur. The IFU includes the following warning "due to mechanical pressure generated with soehendra lithotriptor, basket fragmentation and/or stone impaction in common bile duct may occur and require surgical intervention." Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.